Manufacturer narrative:
Additional information: d9

Event description:
It was reported that the device was sparking during testing. No patient involvement was reported.

Event description:
It was reported that the device was sparking during testing. No patient involvement was reported.